Event description:
The lay reporter contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging an unspecified message on their child's verio pro meter. The mother mentioned that the patient was having "strip problem" message with the meter. The reporter denied that the patient exhibited any symptoms or sought any medical attention due to the alleged issue. Issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms. The complaint is being reported since the unspecified message was not resolved.

Manufacturer narrative:
The meter was replaced and returned for investigation. The product was returned and the meter passed testing. The patient's allegation was not confirmed.